Event description:
A customer reported that an infusor elastomeric device did not infuse. This event occurred during patient use. There was no negative clinical outcome associated with this event. The device was filled with a non-baxter product. No additional information.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The visual inspection of the unit showed no signs of physical abnormality that could have caused the reported condition. A functional test was subsequently performed by filling the unit with water. After fill, flow was visually observed at the distal luer. Flow continued without stopping. No signs of flow problem were observed during the functional test. The reported condition was therefore not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13k015 was manufactured october 3, 2013 - october 7, 2013. Evaluation summary: the actual sample was not available for evaluation. The evaluation was performed on a companion sample from the same lot. The reported no flow condition was not able to be replicated or confirmed during evaluation of the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.